Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that tape was sticking and didn not adhere for 7 days. No further information was available.